Event description:
The customer reported a power failure in a ward and that a delta monitor was no longer starting up. The monitor was also not in operation and no patient or employee had been in contact with it. On may 03 2024, a ufr was received stating that an employee had been shocked when placing the delta on the docking station, triggering the station's circuit breaker. No details regarding the electric shock were provided, and no report of patient death was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
It was reported to draeger that the delta monitor did not start up after a power failure at the customer's site. A draeger technician isolated the issue to a faulty infinity docking station (ids) and the power supply in use with the delta monitor. These faulty components were replaced at the customer site to resolve issue. The devices were tested with the delta monitor, and they were returned to use with no failures found. It was reported that no patient or employee had been in contact with the delta monitor as it was not yet put into use for monitoring. There was no information provided regarding testing or findings on the failed ids and power supply. There was no injury initially reported in the complaint description. The user facility report provided, documented that there was a report of an employee who received an electrical shock. This occurred when the patient monitor was being placed on the ids that triggered the current circuit breaker to trip. Several requests were made for information regarding the employee who received an electrical shock but despite our best-efforts it was not provided. The details regarding the severity of the shock and if any medical treatment was necessary could not be determined. There have not been any additional reports of malfunctions from this customer's site. The power supply in use, is designed to meet ul2601-1:1997 and iec60601- 1: 1 988/al: 19931 a2: 1995 iec/en) standards.

Event description:
The customer reported a power failure in a ward and that a delta monitor was no longer starting up. The monitor was also not in operation and no patient or employee had been in contact with it. On (B)(6) 2024, a ufr was received stating that an employee had been shocked when placing the delta on the docking station, triggering the station's circuit breaker. No details regarding the electric shock were provided, and no report of patient death was reported.